Manufacturer narrative:
It was reported that the tip of the guidewire separated in the patient and that 3-4 mm remained in the sub-intimal space. The location within the superficial femoral artery was highly calcified with a 90% stenosis and there was difficulty tracking the wire through the lesion. The wire was not removed from the dispenser by the floppy end, was not kinked or damaged prior to use or reshaped. The wire tip was visible on fluoro throughout the procedure and was not noted to have kinked. There was no reported patient injury. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. This packaging lot contained 195 units, which were shipped from lake region medical on september 16, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Per (B) (4) adverse event report, the patient with this system experienced a wound hematoma that required evacuation. The patient was taken to the cath lab where 150 cc of clot were removed and the pocket was cauterized and reclosed with a pressure dressing applied. No further bleeding was noted and the system remains implanted. Lumax 340 hf-t, (B) (4), 1028232-2010-00720. Linox sd 75/18, (B) (4), 1028232-2010-00766.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Sv5 wire tip broke off, 3-4mm of wire remained within the body. The location within the superficial femoral artery was highly calcified, the same portion of superficial femoral artery was crossed prior with a (B) (4), 035 glide wire. This incident did not stop the case, the patient was possibly generating a puncture site bleed and then the case was terminated.